Event description:
It was reported that this device was explanted due to premature battery depletion. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was explanted due to premature battery depletion. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. A firmware diagnostic download revealed no suspicious system errors or resets. Laboratory analysis did not identify any characteristics of early battery depletion.